Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue happened. The philips field service engineer (fse) inspected the system onsite and confirmed the geometry movement is partly available. After reviewing log file fse confirmed the 2spc error. So, it was confirmed that amc needs to be replaced. Fse replaced amc. After amc replacement, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device stand movements are not available. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the lower amc which resolved the issue. The device was returned to use in good working order.